Manufacturer narrative:
H3: product analysis confirmed the customer complaint and noted that there was a broken bur stuck inside the bur pipe and that the bur pipe/nose cone was bent incorrectly. Visually, the bur was in a broken condition when returned. The overall length of the bur shall measure 3.850+.015/-.010 and measured 0.718 inches from the tip of the shank to the broken point, which was out of specifications. The broken bur was also bent. The outside diameter of the shank shall measure .0580+.0000/-.0010 and measured .0576 inches. The lip portion of the shank shall measure .018+.001/-.001 and measured .019 inches. Under the magnification, there were traces of striations observed on the shank as well as discoloration on the shank lip. Functionally, the device failed due to defective condition upon return and the inability to load into a handpiece. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the drill does not fit. There was no patient impact in this event.

Manufacturer narrative:
B3: event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.